Manufacturer narrative:
The customer contacted the siemens customer care center and stated that quality controls on the day of event occurrence for siro were within acceptable range. A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse replaced and aligned the reagent 1 (r1), reagent 2 (r2) and the sampler probes. The cse verified that the ultrasonics were functioning properly. The cse ran quality control, which resulted within acceptable range. The cause of the discordant, falsely elevated siro result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required. Mdrs 2517506-2018-00164 and 2517506-2018-00165 were filed for the same issue.

Event description:
A discordant, falsely elevated sirolimus (siro) result was obtained on one patient sample on a dimension xpand plus with hm instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument, resulting lower and matched the patients' clinical picture. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated siro result.